Manufacturer narrative:
Date of event-unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, diopter -16.0 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vault and lens rotation. A longer lens was then implanted (date unknown). The surgeon states that the "lens shifted to the temporal side and the central hole shifted to the iris edge." The problem was resolved.

Manufacturer narrative:
Previously stated that the problem was resolved with the lens exchange. Corrected information-the problem was not resolved with the lens exchange. See MFR report# 2023826-2018-00813 (claim# (B)(4)) for case conclusion. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)